Manufacturer narrative:
Corrected information: (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. Device evaluated by manufacturer? No - lens implanted. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vticmo13.2 implantable collamer lens, -7.0/+2.0/009 diopter, in the patient's left eye (os) on (B)(6) 2016. The lens was reported as having a refractive surprise. The lens remains implanted.